Event description:
It was reported that the patient claims that neither he nor the dr. Can get the inflatable penile prosthesis (ipp) to inflate. The patient states that the pump will pump, but that no fluid transfers. No more information is available at the moment, additional information was requested and will be provided as it becomes available.